Event description:
Product was implanted on 4/9/98 in the left elbow area. Pt had two chemotherapies across the port without a problem. On may 30, doctor tried to carry out another chemotherapy and noticed that it was not possible to inject the medicaine because of counterpressure. Also, liquid came out beside the port. The pt was then x-rayed and the catheter was found to be pulled away and located in the right atrium. The catheter had fractured 5cm from port. The port was removed and replaced. The tip of the catheter was removed one week later by a cardiologist.